Event description:
It was reported that the wire got caught in the catheter. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ 6 imaging catheter was selected for use. During the intravenous ultrasound (ivus) when the physician was pulling back the opticross¿ 6 imaging catheter trying to remove the catheter became caught in the wire. Subsequently, the physician was able to pull the wire out together with the catheter. Upon checking the opticross¿ 6 imaging catheter, the short rail section was really beat up. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval?., device returned to MFR.?., device evaluated by MFR.?, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device has a damage on the guidewire exit hole port assembly and the distal tip. The resistance test was not able to perform due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire got caught in the catheter. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ 6 imaging catheter was selected for use. During the intravenous ultrasound (ivus) when the physician was pulling back the opticross¿ 6 imaging catheter trying to remove the catheter became caught in the wire. Subsequently, the physician was able to pull the wire out together with the catheter. Upon checking the opticross¿ 6 imaging catheter, the short rail section was really beat up.the procedure was completed with this device. No patient complications were reported.